Event description:
It was reported that during follow-up the right atrial (ra) lead showed a high impedance greater than 4000 ohms. The physician reprogrammed the ra output and disabled the ra impedance patient alert. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).